Manufacturer narrative:
Date of death - estimated as the date of death is unknown. Date of event - estimated as this date is unknown. Implant date - estimated as the implant date is unknown.

Event description:
It was reported via social media that a thrombosis and death occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient developed blood clots post procedure and the patient later died.